Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to the faulty controller board. A field service engineer replaced the pos sensor; however, this did not resolve the issue. The engineer then replaced the drawer controller board and conducted a thorough diagnostic assessment of the station, finding no additional issues. The customer was then able to do the inventory of medications in the affected drawer without any issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system experienced a drawer failure, where the drawer 2.1 was opening without registering its open status and could not be closed further. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event